Manufacturer narrative:
The insulin pump passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected replace battery now alarm, power loss alarm, failed battery test alarm or no delivery/insulin flow blocked alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received battery failure alarm without low battery alarm on saturday night. The customer's blood glucose level was 118 mg/dl at time of incident. The customer reported that they received insulin flow blocked alarm this morning in alarm history. Insulin pump will be return for analysis.